Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; biological debris was noted inside and around the valve. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, and still a slight occlusion was noted, this time at the siphon guard, this seems to be due to the biological debris. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was tested for programming and failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed for the pressure test, and biological debris was noted. The valve was then pressure tested up to 70mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported by the customer. The cam magnets were also tested and no defects were found. A review of the history device records confirmed the valve product code 82-3162, with lot crlbd3, conformed to the specifications when released to stock on the 26th september 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
I am awaiting details and serial number. On 1/23/2015, per affiliate: sn (B)(4). Description of event: during an intra-operative procedure and when valve was flushed, it leaked as if there was a hole in it. The surgeon opened another valve to complete the case. No delay greater than 30 minutes. No adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.